Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered seven inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr), exhausting therapy, and fault code 1005 was observed, indicating high, out-of-range shock impedance. Technical services (ts) was contacted, and ts recommended replacing the right ventricular (rv) lead. The ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered seven inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr), exhausting therapy, and fault code 1005 was observed, indicating high, out-of-range shock impedance. Technical services (ts) was contacted, and ts recommended replacing the right ventricular (rv) lead. The ICD system remains in service. No additional adverse patient effects were reported. It was reported that the ICD was explanted and replaced and the rv lead was surgically abandoned and replaced due to the inappropriate shocks. No additional adverse patient effects were reported.